Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. Therefore, no corrective actions will be taken. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by (B)(6), at (B)(6). The complaint alleges that the filter is tilted and has caused perforation. The complaint specifically alleges an increased risk of progressive perforation, migration, fracture, embolization, and occlusion. Argon¿s attorneys are attempting to gather additional information.